Manufacturer narrative:
Premature battery depletion was confirmed by analysis, but, the reported intermittent capture and low pli could not be reproduced in lab. A device evaluation was performed, and no sources of high current were noted. The cause of the premature battery depletion was consistent with li cluster formation. From these analyses, in the absence of high current draw, it is probable that the premature battery depletion was caused by a lithium cluster induced short circuit. Li clusters are a known depletion mechanism for these advisory products that has been investigated and associated with a field action in october 2016. The reported intermittent capture and low pli seen in the field was due to premature battery depletion. Functional testing was performed on the device; telemetry, impedance, sensing, pacing and high voltage (hv) output functions of the device were tested and found to be normal.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that prior to a generator change for elective replacement indicator (eri), all lead impedance values were out of range, no capture was observed on any lead and a battery advisory performance alert was noted to have been triggered on (B)(6) 2021. The changes in impedance and capture were found to correspond with the time of the battery alert. The device was explanted and replaced. All lead capture and impedance values were normal following replacement. The patient was stable following the procedure.